Event description:
Patient on oxygen was being transferred to picu. Patient needed oxygen tank for transport. Oxygen tank read in the green and air was coming out upon connecting patient. During transport patient started desaturating and despite increasing oxygen demands pt continued to desat when oxygen tank was removed it was still in the green, but no air was coming out. Oxygen tank was brought to the front and set and labeled to not use tank was taken out of service and tagged to be returned to gas company this may be related to a safety notice issued by western but their gauges remain faulty in our field over a year later and are told they will not get to repair the entirety our fleet for over a year. Manufacturer response for oxygen delivery gauge, oxytote (per site reporter).